Manufacturer narrative:
Follow-up #1: date of submission 11/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: unexplained por observed in the bb on (B)(6) 2016 at 02:25. The pump was powered back on and deliveries resumed at 08:30. The battery compartment is cracked above and below the bumper pad. Corrosion observed inside battery compartment. No damage found to returned battery cap. A returned battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no por¿s were duplicated during this time. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Leak test fails with battery compartment leak. Removed pump cover; no further evidence of moisture was observed on the pcb or internal components. No damage to the power circuit was found. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated that the patient had a blood glucose (bg) of 22.0mmol/l with symptoms of headache, nausea, excessive thirst, extreme drowsiness and extreme tiredness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the battery compartment was cracked and moisture was found within. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.